Event description:
Allegedly, during a stone fragmentation procedure, lithotripter stopped functioning; procedure was aborted and rescheduled. No impact on patient. This occurred at: (B)(6).

Manufacturer narrative:
The coil from the unit was sent back and found to be functioning. (B)(4)/distributor provided trouble shooting input to (B)(4) (owner) and it was found that psq/pcs, pulse current source was not working. There was a part broken in the high voltage box which caused the coil not to receive power. All maintenance has been performed by (B)(4) since 2004. We have no record of when the high voltage components have been replaced, which are to be replaced at scheduled intervals. Cause may be inadequate maintenance.